Manufacturer narrative:
Correction to model number.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for oversensing of non-physiological noise. Technical services (ts) reviewed device episode data and found another treated episode where a shock was delivered for double counting oversensing while programmed in the primary vector. Isometric testing in clinic could not reproduce the noise. Ts recommended x-ray and reprogramming as troubleshooting. It was noted that an x-ray and isometric testing were performed. This system was reprogrammed to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for oversensing of non-physiological noise. Technical services (ts) reviewed device episode data and found another treated episode where a shock was delivered for double counting oversensing while programmed in the primary vector. Isometric testing in clinic could not reproduce the noise. Ts recommended x-ray and reprogramming as troubleshooting. It was noted that an x-ray and isometric testing were performed. This system was reprogrammed to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.